Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed in the pump's event history by a baxter service technician. The problem was not reproduced. The root cause of this condition was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a "810:11". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available this device is a remediated colleague pump with a user interface module software version of 6.13.90.